Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power loss alarm. Customer's blood glucose level was 496 mg/dl. It also stated that troubleshooting was performed, declined further high blood glucose troubleshooting. Customer was recommended customer refer to back-up plan per hcp. Customer will return device for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.